Event description:
The customer stated that her meter was giving high results. She performed a control test and received a result of 170 mg/dl. While troubleshooting, she performed 3 more control tests and received results of 168, 169, and 179 mg/dl. The normal control range is 89-120 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.